Manufacturer narrative:
Follow-up #1: date of submission: 01/14/2016. Product analysis: the device was returned and evaluated by product analysis on 12/31/2015 with the following findings: two battery compartment cracks were observed. The battery compartment threads were damaged. No damage or defect was found to the battery cap and battery cap contact dimensions. The returned cap and test cap could not secure properly to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case-battery compartment) issue. It was reported the battery cap was never changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.